Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with foreign matter. There was no report of injury or medical intervention.